Event description:
During a planned triple coronary artery bypass surgery with vein grafts, the right neck was prepped and a 9.0 french arrow introducer was easily placed percutaneously into the right internal jugular vein. Then an 8 french pulmonary artery catheter was passed via the right internal jugular vein into the heart using flow direction. After several unsuccessful attempts to pass the catheter from the right ventricle into the pulmonary artery, the anesthesiologist attempted to pull the pulmonary artery catheter back and encountered resistance. On fluoroscopy, it was apparent that the pa catheter had formed a loop and floated through itself to create a loose knot. The cavae were encircled. Cp bypass was started. Caval tapes were brought down and a right atriotomy was made to retrieve the area of knot, which was untied. The swan ganz catheter was withdrawn back into the sheath by the anesthesiologist. The atriotomy was closed. Then the heart bypass procedure and vein grafts were performed. The patient was sent to ccu in good condition, and was discharged a week later in satisfactory condition.